Event description:
Follow up with the clinic determined that the ra lead was found to have dislodged. The ra lead was repositioned and remains in use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the one day post implant check, the right atrial (ra) lead appeared to have far field r-wave oversensing. The ra lead thresholds had also risen to 3.25 volts at 0.4 milliseconds. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead (B)(6) 2013. (B)(4).